Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had low blood glucose level. The customer's blood glucose level was 2.7 mmol/l. Troubleshooting was declined for their low blood glucose and treated their low blood glucose. The insulin pump will not be returned for analysis.